Manufacturer narrative:
Manufacturer's investigation conclusion: it was reported that the patient received a heart transplant. No device related issues were reported. The customer communicated that no additional information will be provided due to patient privacy laws. The device will not be returned for evaluation. The relevant sections of the device history records for mlp-036787 were reviewed and showed no deviations from manufacturing or quality assurance specifications. The heartmate 3 left ventricular assist system (lvas) instructions for use (IFU) is currently available. Although no device related issues were reported by the account, the IFU lists adverse events that may be associated with the use of the heartmate 3 lvas. No further information was provided. The manufacturer is closing the file on this event.

Event description:
It was reported that the patient underwent a heart transplant. The cause of the transplant was not provided. Due to patient privacy laws the managing hospital would not communicate patient outcome information.